Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15126. It was reported during a procedure to explant and replace the patient's ipg (reference MFR report: 1627487-2015-15124) intraoperative diagnostics revealed high impedance readings for all lead contacts. The leads were explanted and replaced. The patient reported effective stimulation coverage postoperative.